Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/20/2025, it was reported that the user experienced a low blood glucose event of 66 mg/dl while sleeping. The ilet alerted the user to the low, which lasted about 10 minutes. The user corrected by waiting, and levels returned to range. No external assistance or medical intervention occurred.